Event description:
It was reported that occlusion alarms occurred. Customer cleared the alarm and continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.